Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states that the pump sets are leaking where the purple spike/screw is connected to the tubing. The staff double checked to make sure the connection to the ready to hang formula container was secure, but still leaked. The issue has been happening on and off for a week. The manager has at least 10 cases reported to her. All the same item number from the same lot number. Issues were discovered during set up before patient involvement.